Event description:
In 12/2001, it was reported by the pt's relative that the pt was suffering from post-operative dizziness. The pt was diagnosed with fluid leakage from inner ear duing (or due to) cochlear implant surgery. The pt underwent revision surgeries on 11/9/2001 and 11/30/2001. However, the reported dizziness continued. In 5/2002, the pt was evaluated at the implant center; although the dizziness had gotten better, it was not entirely resolved. The surgeon suspected that there was a fistula and it was decided that the surgeon would attempt sealing of the fistula. After 4 attempts by physician to seal the round window, the pt's dizziness still remained. On 7/24/2002, the co was notified that the device was explanted. The pt will not be reimplanted with another device.

Event description:
In 2001, it was reported by the pt's relative that the pt was suffering from post-operative dizziness. The pt was diagnosed with fluid leakage from inner ear during (or due to) cochlear implant surgery. The pt underwent surgery (exact date not given); however, the reported dizziness continued. In 5/2002, the pt was evaluated at the implant center; although the dizziness had gotten better, it was not entirely resolved. The surgeon suspected that there was a fistula and it was decided that the surgeon would attempt sealing of the fistula. After 4 attempts by physician to seal the round window, the pt's dizziness still remained. Two months later, the co was notified that the device was explanted. The pt will not be reimplanted with another device.